Manufacturer narrative:
Age at time of event: 18 years old or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a moderately tortuous and mildly calcified shunt. A 5.0 x 40, 40 cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a percutaneous cutting balloon (pcb). No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. No issues were noted with the tip section of the device. The balloon had the appearance of having been inflated. A visual examination of the returned found no issue with the balloon. The balloon was inflated to rated burst pressure and no balloon leak or balloon break was noted. No leaks were noted in any part of the delivery catheter. A visual and microscopic examination found no issue with the distal and proximal markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a moderately tortuous and mildly calcified shunt. A 5.0 x 40, 40 cm mustang¿ balloon catheter was advanced for dilatation. However, during the first inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a percutaneous cutting balloon (pcb). No patient complications were reported and the patient's status was good.